Event description:
It was reported that a cartridge alarm occurred during the load process. There was no adverse impact to the customer's blood glucose level. The customer, who was at work and unable to troubleshoot at the time, planned to call back later to continue troubleshooting with technical support's guidance. No additional information was received regarding the outcome of the event.